Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no unexpected number scrolling noted. No moisture damage found on the electronic, motor, vibrator, and battery tube assemblies during visual inspection. The button response functioned properly. However, found corrosion on the keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube, lip and window.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to use inputs. Customer stated they are unable to program the device because the bolus amounts continue to scroll. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.